Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the pediatric intensive care unit, pt had a central line placed and biopatch applied. The next day, the area was red and swollen and green / white blister was noted around the biopatch site. The biopatch was removed, wound care was consulted and xanaderm (prescription ointment with a patented base formula) was applied. The distributor has requested more info from the reporter.